Manufacturer narrative:
(B)(4). Device was returned on 04/14/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after the device was fired the surgeon attempted to remove the device from the anus and the anvil was stuck inside the intestine; it detached from the handle after a forcible pull. The anvil was retrieved by tissue resection with a cautery knife. The front wall of intestine was not cut when the donut was confirmed. A new eea25 was used for redoing the anastomosis. When attaching the anvil to the instrument the black twist knob was held firmly to prevent the trocar from moving back into the head of the device. It was reported that the anvil center/rod assembly was grasped at the grasping notch, the anvil legs were not bent and the device was properly loaded. No x-ray was needed to locate the component in the patient cavity. There was unanticipated tissue loss. The or time was extended. The use of reinforcement material was unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.